Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The complaint cannot be confirmed. It was reported that the patient was using an expired sensor. A root cause cannot be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015; upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.